Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no pt involvement. The device was evaluated by a philips fse. The symptom was verified. The issue was localized to a power pca failure.

Event description:
The customer reported that the device failed to power up. There was no pt involvement.